Event description:
A review of service data detected a reportable event. Upon servicing e-belt sn (B)(4), the e-belt failed the hi-pot test and cables were pulled from strain relief. The last patient to use this e-belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon service investigation the belt failed a hi-pot test. Upon receipt, the cable connecting the front therapy electrode to the distribution node (dn) was pulled from the strain relief. The pulled cable caused wires in the cable to intermittently short. The cause of the test failures was intermittent wires. The cause for the intermittent wires is excessive force placed on the cable. The source of the excessive force cannot be positively determined. No adverse event resulted from the damaged cables. The last patient to use this e-belt did not report any deficiencies.